Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
Customer reported that "masimo handheld oximeter (rad-57) with hr and saturations did not correlate with regular monitor readings prior to transfer from peds ed to nicu; intermittent readings during transit and upon arrival to nicu."